Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the reservoir was damaged and loose, however lock properly in place. The blood glucose was unknown at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, broken reservoir tube lip, cracked select button keypad overlay, stained keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.